Event description:
It is reported that the device was implanted in late 2007. In 2008, the surgeon noted that the nail had fractured near the hole of the lag screw. A revision surgery was performed the following month.

Manufacturer narrative:
This report will be amended when our investigation is complete.